Event description:
Complainant alleged tht during biomed testing, the video display on the device would not turn on. Complainant indicated that there was no patient involvement in the reported malfunction.